Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-500s mg/dl); cause was not known. Pump supplies were changed. No damage was observed. Multiple types of infusion sets were used. Insulin injections were administered to address elevated bg. Customer's healthcare provider recommended customer to revert to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.